Event description:
During a surgery performed in 2007, the swivel popped out of the plate during insertion of the first screw. The surgeon removed the screw and plate, inserted the swivel back into the plate and reimplanted the plate. There was no report of injury to the pt.

Manufacturer narrative:
Investigation is pending.